Manufacturer narrative:
E1: patient city: (B)(6). Patient country: china.

Event description:
Reference number (B)(4). Event occurred in china. On 18-july-2024 it was reported that the patient faced an event of infusion set tubing detachment. The pump was not dropped with the set connected to the body. No further information available.